Manufacturer narrative:
Corrected data : b5, b6, b7, d5,h6(impact code) updateddata : g8, h10, h11.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no harm reported to the patient.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h10, h11. Corrected fields; d1. A getinge fse was dispatched to evaluate the unit. The fse found dried out blood inside safety disk, crm assembly, fill tubing assembly, purge manifold, male lure fitting. The fse recommended all blood infected parts to be replaced. The fse later on informed that the system is neither in contract nor customer is interested in buying declared spares. At this time the unit hasn't been cleared for clinical use. This complaint will be close if further information is received in regards to the repair of the unit, the complaint will be opened and update accordingly.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device:. A getinge field service engineer (fse) evaluated the iabp and observed dried out blood inside safety disk, crm assembly, fill tubing assembly, purge manifold, and male lure fitting. Hence, the mentioned parts are infected, and all need to be replaced. Repair was not completed. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.